Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of system revision due to infection. The patient was treated with intravenous antibiotics. No additional adverse patient effects were reported. The rv lead was explanted.